Event description:
A customer had a problem with a sharps container. The customer states that a large bore needle pentrated through a 12 gal. Sliding lid sharps safety container. Customer states an employee incurred a needle stick while removing a 12 gal. Sliding lid sharps safety container from a hinged lid foot pedal cart. Needle stick was in lower leg.